Event description:
It was reported that a user observed glucose readings in the dexcom app but not on the ilet, and pairing to the ilet failed after a transmitter change; the support agent guided the user to switch the ilet cgm setting from g7 back to g6 and re-enter the transmitter serial number and sensor pairing code, after which pairing was in process. Symptoms included no glucose data displayed on the ilet. Outcomes included user inconvenience and temporary loss of ilet cgm data display without clinical harm. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the likely cause was configuration and pairing issues between the ilet and the dexcom g6 components following a transmitter replacement. It was concluded that, based on previously established findings for similar reports, that the cause was the device functioned as designed once proper cgm configuration and pairing steps were followed, with no device malfunction identified.